Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Additional device product code is hrx. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture: jun 15, 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer irrigator aspirator (ria) drive shaft broke during a talonavicular fusion surgery on (B)(6) 2017. The reporter was not present at the surgery, but it was thought that the ria drive shaft was not locked into the reamer head and when the shaft was turned, the tip broke off. The tip was easily retrieved with no additional medical intervention. Reaming was stopped due to the broken tip; however, the surgery was successfully completed with successful patient outcome. There was a 10 to 15 minute delay to decide what bone graft to use. Concomitant device reported: 13.5mm reamer head (part: 352.253s, lot: unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. A device history record (DHR) review, device inspection and drawing review were performed as part of this investigation. The complaint condition is confirmed as the drive shaft was received with the distal tip, which mates with the reamer head, broken off. The broken portion was not received. The roughly transverse break is located within approximately 7.4mm to 9.7mm distal to the distal edge of the drive shaft helix. The helix is intact. The proximal connecting post shows wear consistent with use. The balance of the device shows surface wear but is in functional condition. Replication of the complaint condition is not applicable as the device is already broken. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. During use the drive shaft is attached to the corresponding length reamer/irrigator/aspirator (ria) tube assembly and a reamer head and then connected to a drive unit. The ria system is intended for use to clear the medullary canal, to size the medullary canal, to harvest bone and bone marrow, and to remove infected and necrotic bone as per the technique guide. Relevant drawings, reflecting the current and manufactured revision, were reviewed. Due to the damage at the fracture and missing portion applicable measurements of the relevant features could not be obtained. The shaft on the proximal side of the helix, away from the break, was confirmed to be within the specification of 5.18mm +/- 0.025 (5.205/5.155) per drawing. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The complaint condition is the result of force applied to the distal end of the drive shaft resulting in stresses beyond the failure limit of the shaft. The root cause could not be definitively determined as the circumstances at the time of the break are unknown. The reamer/irrigator/aspirator (ria) technique guide addresses recommended use. Under ¿assembly,¿ states that a cannulated drive unit that delivers only 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Under ¿reaming¿ describes the recommend use for reaming as follows; ¿begin reaming, using a gradual advance/retract technique. Slowly advance 20-30mm and then retract 50-80mm allowing the irrigation fluid to flow in front of the reamer head. Advance the assembly until resistance is felt, then repeat.¿ information on care and maintenance is provided per the processing synthes reusable medical devices ¿ instruments, instrument trays, and cases. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.